Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was performed. The design of the tightening nut is of a 2 piece design consisting of a knob and shaft. The shaft is drilled and cross-pinned to attach it to the knob. It is an acceptable practice to attach two mating features together if the pins are sized accordingly. The dhf supports using the two piece design. There is some scoring on the underside of the knob and discoloration on the shaft. These may indicate a possible over tightening of the nut which can cause a tensile/torsion failure of the pin/shaft junction. The failure of this device is indeterminate. Original awareness date is (B)(4) 2011. Evaluation was completed on (B)(4) 2012. Placeholder.

Event description:
It was reported that during an open reduction interbody fusion (orif) of the left distal femur surgeon was using the periarticular aiming arm and the nut broke. The broken piece was retrieved and the surgeon was able to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation noted the sample was returned and the shaft is broken at the pin where it is attached to the knob. The diameter of the shaft and the bore were measured and no discrepancy was found. The fracture face is homogenous indicating material conformity. The shaft shows visible signs of being twisted before breakage indicating too much torsional force was applied onto the knob; thus resulting in a mechanical overload which caused the breakage. This complaint is indeterminate from a manufacturing standpoint as an evaluation of the broken fragment in the knob is not possible. A review of the device history record did not show conditions that could have contributed to the reported event.